Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturer operating procedures. There was no report of device failure at the time of surgery. Since manufacture and distribution there have been no other complaints on this lot number. Out of an abundance of caution this MDR is being filed, however acell devices are resorbable porcine derived biologic meshes and acell knows of no objective information that leads it to believe this adverse event two and a half years post implantation is device related.

Event description:
Two and a half years post parastomal hernia reinforcement with acell psmx device, the patient experienced bowel incarceration of unknown etiology and was emergently treated.